Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturer representative regarding a patient who was implanted with an implantable neurostimulator (ins) for non malignant pain. It was reported that the patient was admitted to the ER for abscess infection. Additional information was received from the manufacturer representative who reported cultures were taken but results are unknown at this time. The patient has been put on antibiotics over the past few months and cause of abscess infection is unknown. Surgery is planned to remove scs system not scheduled presently. No further complication was reported and/or expected.